Manufacturer narrative:
To date, the device has not been returned to boston scientific post market quality assurance laboratory.

Event description:
Boston scientific received information in (B)(6) 2011 that the patient implanted with this device has retained an attorney and recently submitted paperwork notifying boston scientific that this device was explanted and replaced in (B)(6) 2008 without incident. The device was explanted due to an unspecified malfunction and was replaced with a competitor device. The legal notification included information that this patient had been admitted to the emergency room (ER) due to beeping tones from the device. The patient had been notified by the physician at an in-clinic follow-up that the device was nearing end of life.